Manufacturer narrative:
H3: product analysis: evaluation determined that the reported malfunction of the bur not seating in the attachment was confirmed. The most likely cause of the failure was seized internal tube bearings. It was also noted that the laser markings on the attachment were faded. G3: analysis performed date was used as the aware date for this report, as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, the bur was not seating on the attachment. There was no patient impact in this event.